Event description:
It was reported that several attempts were made to cross the heavily calcified and heavily tortuous target lesion in the mid left anterior descending coronary artery with the xience prime. The device was removed from the anatomy and re-inserted. During the attempt to cross the lesion, the proximal shaft of the device separated outside of the body. Resistance was met during removal of the device from the anatomy due to the heavy calcification in the lesion. The separated segment of the device was removed by hand without intervention. Another xience prime was used to complete the procedure without further incident. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw u2; guide cath: launcher; rhv: copliot. (B)(6) - re-insertion of device against instructions for use. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.